Manufacturer narrative:
Explant removal will be performed due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unspecified side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on september 11, 2019 with lot number 1029656. Analysis of the returned device identified: crease fold, wear abrasion, opening on posterior. Leak test and microscopic analysis was performed which identified: crease sharp opening, yellow particles and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -an opening crease sharp on posterior due to fold flaw opening.